Manufacturer narrative:
N/a.

Event description:
The following has been reported: showing "air' while there is no air in the IV line. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. No infusion was initiated on october 20 (date of the event), the pump was only started and working pre-infusion alarms were found investigation revision : following reception of the service report, logs and quality control certificate. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective air sensor but this cannot be confirmed without proper investigation test in brézins. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA is open to address the subject of "defective air sensor". However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: abnormal.